Manufacturer narrative:
The explanted leads were not returned to bsc for analysis as they were discarded by the medical facility. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that a patient was experiencing a lack of pain relief from the current scs leads. The leads were explanted and replaced. The patient is reportedly recovering following the explant procedure.